Event description:
It was reported that the first intraocular lens serial number (B)(4) was implanted and explanted due to the patient having endophthalmitis. The medical device report was submitted under manufacturer report no. 9614546-2012-00121. This lens was replaced with serial number (B)(4) and later explanted of an unknown explant date. The intraocular lens was sent by the customer to an unknown site for a culture test. This medical device report is being submitted for the lens serial number (B)(4). The patient outcome is unknown at the time of submitting the report.

Manufacturer narrative:
(B)(6). (B)(4). Intraocular lens prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
The date of event was filed in the initial medical device report. However, the date of event (date of explant) is unknown. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.